Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs confirms the reported alarms for high o2 concentration and airway pressure high. The root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator generated an alarm indicating a high o2 concentration. Furthermore, airway pressure high alarm was registered in provided log files. There was no patient harm. Manufacturer's ref. #: (B)(4).